Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose level was unknown. Customer reported that the insulin pump won't alert them if the reservoir was going low. Customer reported that the low reservoir recorded on the history but customer did not hear anything, customer was not calling back after being directed to perform insulin pump reset. Customer reported that the insulin pump was neither beeping nor vibrating currently. Customer stated that they was having trouble hearing the beeps. Customer assisted in performing a self test, insulin pump beeped during the tone test. The insulin pump will not be returned for analysis.